Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe there was foreign matter. As reported by the supplier a syringe with ¿potential¿ mold on the syringe, this was noted by the manufacturing operator when opening the outer packaging.

Manufacturer narrative:
H.6. Investigation: three photos and one 5ml syringe in an opened blister pack from batch #8259560 (p/n 309649) were received and evaluated. It was observed the syringe had scraped plastic on the underside of the thumb rest and on one of the ribs of the plunger rod. The scrapes caused a build up of plastic on the edge that resembles a small cotton ball. It also appears there is an orange color in the plastic build up from the plunger rod conveyor. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged plunger rod appears to be a foreign matter defect. However, the ¿mold¿ appearance is a buildup of shaved plastic. When the plunger rods are being fed into the assembly machine they are conveyed in a single file. If a jam occurs the conveyor will attempt to continue to feed, resulting in some plastic being shaved off the plunger rod and some of the orange rubber from the conveyor belt becoming mixed in.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe there was foreign matter. As reported by the supplier a syringe with ¿potential¿ mold on the syringe, this was noted by the manufacturing operator when opening the outer packaging.